Event description:
It was reported that the right ventricular lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received on (B)(6) 2014, notes that the lead had exhibited a rise in impedance accompanied by noise.